Manufacturer narrative:
The insulin pump had missing segments on the main menu due to a cracked connector on the display board. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. The insulin pump was received without the original belt clip but no damage was noted on the belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the screen of the insulin pump. Customer stated that the middle of the screen is blank. Customer's blood glucose level was 191 mg/dl. Insulin pump will be replaced. No additional information provided.